Manufacturer narrative:
Product analysis: analysis confirmed the display problem. Hardware and software updates performed. Stylus replaced. Left and right bullets assembly added. Lower hinges replaced with salvage parts. Link electronic module (lem) replaced. Stylus calibrated according to procedure. Device is cleaned. Passed all electrical safety test and final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a hinge problem, and the display could not be fixed any more. The programmer was returned for service. No patient complications have been reported as a result of this event.